Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight estimated. (B)(4). Evaluation summary: the device was returned for analysis. The bend and separation were able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as the coil dispenser was not returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. It should be noted the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system electronic instructions for use states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with heavy tortuosity, two xience xpedition stents were successfully implanted without any issue. A 3.25x12 rx xience xpedition stent delivery system (sds) was removed from the packaging and slight resistance was felt when removing the sds from the dispenser hoop. A slight bend was noted near the hub of the sds. The sds was advanced into the patient anatomy and it was not possible to pull negative. When repositioning and checking the hub of the sds it separated from the proximal shaft of the sds. The sds was simply withdrawn from the patient anatomy without any issue. A 3.0x12 rx xience xpedition was successfully used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.